Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during a slow ventricular tachycardia (vt), which, resulted in delivery of an inappropriate shock. The patient then presented to the emergency department with prolonged palpitations and light headedness. While in the emergency department, the device delivered two additional inappropriate shocks due to oversensing. Review of the stored episodes noted the patient was in vt, however, the rate of the vt was below the programmed detection rate. Device therapy was temporarily programmed off and the patient was admitted to the hospital for treatment of the arrhythmia and overnight evaluation. The clinician inquired about programming options as therapy was not desired for this rhythm. Technical services (ts) potential options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that the sensing vector was reprogrammed to alternate to reduce the oversensing during vt. Device therapy was programmed back on and the patient was discharged from the hospital. The physician is considering potential replacement of the s-ICD system with a transvenous implantable cardioverter defibrillator (ICD) system to provide the option of anti-tachycardia pacing (atp). No known procedures have been planned or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing during a slow ventricular tachycardia (vt), which, resulted in delivery of an inappropriate shock. The patient then presented to the emergency department with prolonged palpitations and light headedness. While in the emergency department, the device delivered two additional inappropriate shocks due to oversensing. Review of the stored episodes noted the patient was in vt, however, the rate of the vt was below the programmed detection rate. Device therapy was temporarily programmed off and the patient was admitted to the hospital for treatment of the arrhythmia and overnight evaluation. The clinician inquired about programming options as therapy was not desired for this rhythm. Technical services (ts) potential options. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.